Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of embolism, occlusion and myocardial infarction, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported difficulties or patient effects. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with moderate tortuosity and heavy calcification. A 2.25x28 mm xience alpine stent was successfully deployed using an unspecified guide liner due to tortuosity and calcification. A 2.25x15 mm xience alpine was advanced toward the target lesion, the system was inflated to 10atm for 20 seconds, the stent was implanted and the sds was removed. Upon removal of the sds it was noted that the stent was not entirely in the right coronary artery. An unspecified guide wire was withdrawn from the patient anatomy and the stent became free-floating. The stent migrated down to the subclavian artery. Vessel occlusion occurred and the patient had a myocardial infarction (mi) that was left untreated. The procedure was ended. There was no clinically significant delay during the procedure. On (B)(6) 2015, the patient went to surgery and the stent had moved to the brachial artery. The stent was removed via cut-down. The patient was discharged on (B)(6) 2015. No additional information was provided.